Manufacturer narrative:
The reported event could not be reproduced during evaluation of the thermogard console (sn (B)(4)); however, review of the event log revealed the occurrence of two mid16 (software) error messages around the customer reported event date of (B)(6) 2017, confirming the reported event. Evaluation of the console found no issue during initial power up. The thermogard console software was reloaded as a preventive measure to stop the recurrence of the mid16 error message. The console was tested and subjected to an extended burn-in test, the console passed all final specification and functioned as intended without any issue observed. The thermogard console is a reusable device and was manufactured on 15 dec 2010. It has exceeded its expected service life of five years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a mid16 (software) error message after 12 hours of patient use. The user restarted the console multiple times; however, this did not resolve the issue. No known impact or patient consequence was reported. No further information was provided.